Manufacturer narrative:
Patient identifier, multiple = (B)(6). Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained (B)(6) architect hcv ag results for two samples. The following initial and repeat results were provided: sample ID (B)(6): 21.71 and 0.91 fmol/l. Sample ID (B)(6): 13.99 and 0.0 fmol/l . No impact to patient management was reported.

Manufacturer narrative:
Service inspected the analyzer and cleaned and replaced multiple parts. The 100ul buffer pump was observed to be leaking and foam and bubble were observed in the arc buffer outlet, therefore, both parts were replaced and resolved the issue. Service verified the system functioned with a control run. A review of the service history for the analyzer identified no contributing factors and no subsequent issues related to the discrepant results. A review of tracking and trending date in the product monitoring review for alinitiy I/architect ia found no systemic issues or trends related to the issue described in the complaint. A review of trending data and manufacturing documentation for the 100ul buffer pump (rohs) and arc buffer outlet did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect i1000sr processing module was identified.